Event description:
Related manufacturer reference number: 2017865-2022-44853, 2017865-2022-44854. It was reported the patient presented in clinic. Upon examination, it was observed the pacemaker and leads had eroded through the skin and the pocket was infected. The system was explanted without issue. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The reported event of pocket erosion was not confirmed. Device electrical and visual analysis was normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.